Manufacturer narrative:
(B)(4). The event of leukemia, coded as cancer, was reported and submitted via responsive psr on 01/24/2011.

Event description:
Patient's friend/family member reported patient died due to "leukemia." This medwatch is for the left side. Patient does not have a right side device.